Manufacturer narrative:
The reported issue was addressed with phone support. An intuitive field service engineer followed up with the site and was advised that reseating the endoscope resolved the issue. No site visit was conducted. The system was working properly, and no additional action was required. The 0 degree endoscope has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the instrument log for the 0 degree endoscope (470056-08 /10059450) associated with this event has been performed. Per logs, the endoscope was last used on (B)(6)2022 . No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: it was alleged that the endoscope produced an inverted image. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted oophorectomy surgical procedure, the endoscope orientation seemed off. The intuitive tech support engineer (tse) asked the staff to remove the endoscope and press the arm 2 clutch to clear the guided tool change. The staff then installed the endoscope and carefully advanced the endoscope back into place. The surgeon stated that the endoscope orientation and movement was much better. The tse asked the staff to try another endoscope if the issue returned. The surgeon continued with the case robotically. There were no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.